Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 47 mg/dl with blurred vision. The patient reportedly received medical assistance from a school nurse; the patient was provided with glucose tablets/glucose gel and food and/or drink. The basal rate setting in the pump was reportedly adjusted. The reporter alleged the pump was not priming the infusion set tubing during the load step and the pump was priming on its own without the patient completing this step. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a prime issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 21-may-2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2018. The last bolus delivery was recorded on (B)(6) 2018 at 20:41 as a 6.0-unit ez-carb bolus. There were no records in the black box indicating that the ¿pump is priming on its own.¿ the black box data contained a temporary basal program that was run on (B)(6) 2018 and (B)(6) 2018. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was exercised for 24 hours during which time, no self-priming occurred as alleged in the initial complaint. At the conclusion of the 24-hour testing period, the basal delivery history correctly reflected the programmed rate and the total daily dose amount added up correctly for the programmed delivery. The force sensor was evaluated and determined to be within specifications. There were no hypersensitive or stuck keypad buttons noted on investigation. There was damage, defect or contamination of the pump¿s interior components. The pump was found to be operating as intended without malfunction or defect. Investigation did not duplicate the complaint.